Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported before use a 2.75x15mm nc trek rx balloon dilatation catheter (bdc) was removed with resistance from the dispenser coil and the distal shaft became separated. The device was not used and there was no patient involvement. A new same size nc trek was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The shaft separation was confirmed. The difficulty to remove could not be replicated in a testing environment as it is based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.